Manufacturer narrative:
The customer did not return the strips for the investigation. The returned coaguchek xs (serial number (B)(4)) and reference meters from the investigation unit were tested with current master lot (230734). Everything meets specification and no product problem was found. The customer did not return the test strips.

Manufacturer narrative:
Na

Event description:
The customer reported that he took his coaguchek xs meter (serial number (B)(4)) to his physician's office. While he was there, the nurse performed a test on his meter and then two more tests on two different coaguchek xs meters. He does not know the serial numbers of the physician meters. All samples were done using different fingers. A result of 4.1 inr was obtained on his meter and both of the professional meters showed a result of 1.6 inr. The customer's coumadin was adjusted based on the readings from the physician meters as the nurse felt those results were more believable. The customer's therapeutic range is 2.0 to 3.0 inr. The customer is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The customer reports that he is fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.